Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up in backup vvi. A device image was received for further investigation. A device download was performed successfully. Backup vvi status was received. The patient was stable, before, during and after the device interrogation and will continue to be monitored.